Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly the pump battery fully depleted and subsequently the pump shut off. The pump was able to be successfully charged after being powered back on. Subsequently, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer's blood glucose level was 230mg/dl.